Event description:
The customer reported that a patient on an intra-aortic balloon (iab) has developed thrombocytopenia. The iab has been in place for 48 hours, and the platelet count has dropped from 117 to 59 over the past few days. Heparin has been discontinued, and the customer does not suspect heparin-induced thrombocytopenia (hit). There are no signs of bleeding at this time, and the customer is seeking guidance on whether the iab should be removed.

Manufacturer narrative:
Due to character limit in block e1 event site name is (B)(6) and event site state is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Corrected field: h6 health effect ¿ clinical code. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
N/a.